Event description:
Ous MDR - the patient presented to the clinic with complaints of syncope and collapsing despite recently receiving this new pacemaker. The physician tried reprogramming the device and noted the rv lead was not pacing. While repositioning the lead, capture was noted to be acceptable while attached to the analyzer, but when it was attached to this pacemaker loss of capture was noted. It was decided there was an issue with the rv port of the header and the physician decided this pacemaker needed to be replaced for the safety of the patient.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. Furthermore, the header of the pacemaker was analyzed, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed indicating no deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.